Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 bursts of inappropriate anti-tachycardia pacing (atp) and 6 shocks due to atrial tachycardia with therapy exhaustion, which led to the patient being hospitalized for overnight observation. Programming options of the device were discussed. No additional adverse patient effects were reported.